Event description:
Caller states that they downloaded the device memory into the camit prop 2.3 software and that there are more results in the downloaded information than are present in the device memory.